Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient's blood glucose dropped to 53 mg/dL, causing him to lose consciousness at approximately 12:00 AM. According to his sister, the patient did not eat dinner on (b)(6) 2026. He was unaware that his glucose level was decreasing because the Dexcom alert volume was not loud enough for him to hear. The patient was not hospitalized and did not seek medical attention. He drank orange juice, which helped stabilize his blood glucose level. In the morning of (b)(6) 2026, his nurse arrived and administered Metformin. At the time of the call to Dexcom, the patient reported feeling well. The reporter was unable to specify how long the patient was unconscious. There was no information how the signa loss contributed or caused the event. No other physical symptoms, injuries, or adverse effects were reported in association with the event. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.